Event description:
The customer reported obtaining erroneously high sodium (na) results, for two (2) patient samples, involving the unicel dxc 600i synchron access clinical system. The customer stated that no erroneous results were not reported out of the laboratory. When the issue was noticed, the customer repeated the samples on an alternate unicel dxc analyzer and reported the results out of the laboratory. There was no change or affect to patient treatment in connection with this event. Low level na quality control (qc) was within the laboratory's established range prior to the event. High level na qc had shifted from 151 mmol/l to 159 mmol/l with a mean of 155 mmol/l.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to flush the modular chemistry (mc) sample probe and to perform maintenance to the sodium reference electrode. The cts then advised the customer to re-calibrate the assay, run controls, and patient samples but the issue was not resolved. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered bubbles in the ratio pump and proceeded to replace the ratio pump. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to bubbles in the ratio pump.